Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for one patient with poor renal function. The initial result was 0.04 ng/ml, re-examination after centrifugation <0.01 ng/ml (customer cutoff 0.0262 ng/ml). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. Return testing was not performed as returns were not available. Device history record review was performed on lot 36575ud00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. Customer field data was used to assess the performance of the alinity I stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for lot 36575ud00 is within 1sd of the established baseline, indicating the reagent lot is comparable with other lots in the field confirming no systemic issue for the lot. Labeling was reviewed which adequately addresses the current issue. Per product labeling, when an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. For mi diagnostic purposes, the alinity I stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. In this case sample integrity issues at the time of testing could have contributed to the customer¿s observation. Details around reagent and specimen handling are outlined in the product package insert, while the alinity ci-series operations manual also provides information regarding further potential causes of erratic results. Based on all reviewed data, we conclude that there is no product deficiency with the alinity I stat high sensitive troponin-I reagent identified in this complaint.this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report and to correct field e1 last name, facility name, address 1 and address 2